Event description:
Covidien (B)(6) reported that during their incoming inspection testing, the pencil self activated.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.